Event description:
During surgery, spatula noted to be burning and smoking surrounding tissue on the metal part right above the tip. The burning and smoking were occurring in an area of the instrument that should not be heating up or burning. Surgeon stopped right away and switched the spatula out. At the time this was noticed, the surgeon had already been using the instrument for 1.5 hours. The patient had multiple adhesions in her abdomen/pelvis. The patient was not harmed. The instrument had 6/10 lives left on it. (It was it's 4th use). The erbe generator was set at blend, cut 4, bipolar 4, and coagulation 4.